Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was further noted that there were high right ventricular (rv) lead thresholds and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2008. (B)(4).